Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device changeout procedure, past instances of noise were noted to have occurred on the atrial lead. No patient symptoms were reported. The lead was capped and replaced during the planned procedure.